Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was trying to suspend her insulin pump but that it was prompting her to rewind. She also indicated that the pump prompts her to rewind during the priming and fill sequence. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was able to explain prime rewind for customer but the customer did not provide any further information.